Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on june 20, 2023, the product in question was used in the surgery via tka for left and right oa. The surgery was completed successfully without any surgical delay. After the surgery, during cleaning, the screw of the part interfering with the array pin became hard and stuck. The sales rep confirmed that it is broken. There is no patient harm. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found that the clamp screw on the clamp pin body was cross threaded and could not be loosened or tightened any further. However no fracture could be observed. The cross-threaded condition of the device is consistent with not properly aligning the threads of the screw with the inner threads of the wedge component. It is recommended that the user follow the guidance on "bone array setup" pages 102-105 of IFU-0902-60-022. The overall complaint was confirmed as the observed condition of the velys array clamp would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and date of manufacture were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, the robotic assisted array clamp device was used and the procedure was completed successfully without any surgical delay. After the surgery, during cleaning, the robotic assisted array clamp device screw was interfering with the array pin and became hard and stuck. It was later confirmed that the device was broken. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and date of manufacture are not known at this time. UDI: (B)(4)unknown.